Event description:
The physician felt pressure when he inserted the 0.010" guide wire into the reperfusion catheter 032 outside of the patient. He could not pass the guide wire through the reperfusion catheter. The physician decided to change the guide wire to a 0.014" wire and was abe to pass the guide wire through the catheter and complete the procedure without any problems. The patient is doing well. It seemed as though the shaped end of the guide wire was getting stuck inside the catheter at a lumen transition area inside the catheter.

Manufacturer narrative:
Device investigation: there are no visual defects in the catheter. The guide wire (non-penumbra) shows approximately a 45 degree bend over the most distal segment of the wire. Results code 100: a 0.032" mandrel was introduced into the hub end of the catheter and advanced distally. The mandrel advanced without difficulty through to the distal tip. The catheter is functional. The guide wire was introduced into the hub and advanced distally. The forward progress of the guide wire stopped 114 cm into the catheter. Conclusion: the behavior of the guide wire described in the complaint was confirmed. The location where the guide wire stopped in the catheter is the location where the catheter inner diameter tapers from the 0.041" ID stiffer proximal shaft to the 0.032" flexible distal shaft. This transition in diameter creates an edge that can catch the fine tip of a 0.010" guide wire while allowing a larger diameter guide wire to move through without difficulty. The catching of a 0.010" wire can be magnified if the distal end of the guide wire is shaped prior to inserting into the catheter. Therefore we caution that, although there is no clinical risk in using the 0.010" guide wire in the reperfusion catheter 032, use of guide wires with small diameters may cause difficulty when attempting to advance beyond the transition of the proximal to distal joint present in the penumbra system reperfusion catheter 026, 032 and 054.

Manufacturer narrative:
This device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.